Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was returned for evaluation. The controller and two (2) batteries (bat588360, bat589254) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed that the controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed 92 low flow alarms logged since (B)(6) 2019. Log file analysis also revealed multiple critical battery alarms logged on (B)(6) 2019 involving bat588360 and bat589254 due to the batteries depleting below 10% relative state of charge (rsoc). Additionally, log file analysis revealed a controller fault alarm logged on (B)(6) 2019 at 02:31:26. A controller fault alarm will occur if the battery is approaching 0% rsoc. Review of the event log file revealed 11 controller power up events on (B)(6) 2019 starting at 02:30:46. Further analysis of the controller log files revealed multiple controller power up events and a vad disconnect alarm logged with an incorrect date stamp. The vad disconnect alarm is indicative of a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Additi onally, two (2) critical battery alarms were logged with an incorrect date stamp and no battery capacity, serial number ID, or cycle count. As a result, the reported event was confirmed. Based on the risk documentation, possible root causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the critical battery alarms, controller fault alarm, and losses of power logged on (B)(6) 2019 can be attributed to the patient allowing the batteries to deplete below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the incorrect date stamp observed in the logs can be attributed to a damaged integrated circuit (ic) on the controller's communication line. The integrated circuit is responsible for the communication between controller and batteries and is also connected to the real time clock. The damaged integrated circuit likely prevented the controller from determining the capacity of the batteries, therefore causing the controller to trigger critical battery alarms. The most likely root cause of the vad disconnect alarm can be attributed to a physical disc onnection of the driveline from the controller. A possible root cause of the losses of power with incorrect date stamps can be attributed, but not limited, to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Brand name: heartware ventricular assist system ¿controller. Device code(s): 3010, 4315, 2885, 4015, 1503, 1198, FDA method code (s):4112, 4114, FDA results code (s):120, FDA conclusion code(s): 4307, 19 brand name: heartware ventricular assist system ¿battery, bat588360/ model #: 1650, FDA method code (s):4112, 4114, FDA results code (s):213, FDA conclusion code(s): 19 brand name: heartware ventricular assist system ¿battery, bat589254/ model #: 1650, FDA method code (s):4112, 4114, FDA results code (s):213, FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿controller, (B)(4) / model #: 1420 expiration date: 2018-10-31, mfg date: 2017-10-31, (B)(4). Heartware ventricular assist system ¿battery, (B)(4) / model #: 1650 expiration date: 2018-11-30, mfg date: 2017-11-30, (B)(4). Heartware ventricular assist system ¿battery, (B)(4) / model #: 1650 expiration date: 2018-11-30, mfg date: 2017-11-20, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were critical battery alarms and patient did not replace batteries until they were fully depleted. Consequently, there was a controller fault alarm, unexpected power loss and a ventricular assist device (vad) stop. Subsequently patient had a stroke and was hospitalized. Controller and batteries were exchanged, shortly after it was decided to explant the vad due to heart recovery. No further patient complications have been reported as a result of this event.